Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that their external battery was not holding a charge and battery level went down to 0% every 36 hours. Patient used to be able to charge every 2-4 days. Patient noticed the issue about 2-3 weeks ago. Patient clarified with the agent that ins battery on their back was the one that they were charging frequently. Patient confirmed that there were no therapy changes or reprogramming made on the device. The patient was redirected to their healthcare provider to further address the issue.